Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a weakened response of the patient's phrenic nerve was noted via palpation. Additionally, a drop in compound muscle action potential (cmap) was observed, and ablation was then stopped. However, phrenic nerve injury was noted. The case was completed with cryo, and the patient's phrenic nerve injury did not recover. The patient will be placed under monitoring. No further patient complications have been reported as a result of this event. Incoming information indicated that during the setup of this case, the electrophysiology (ep) connectivity screws were loose and the port could not be connected. A field service visit was recommended.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least eight applications were performed with the balloon catheter without any issue on the date of the event. The balloon catheter was not returned and there was no indication of a product malfunction. A known clinical issue (phrenic nerve injury) was encountered post procedure. If information is provided in the future, a supplemental report will be issued.